Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen appeared to be completely black. Reportedly, the customer was unable to view any of the graphics and text; however, reported that the touchscreen was working due to feeling the vibration when the "location" of the bolus or option buttons were pressed upon. The customer's blood glucose level was 246 mg/dl. To address the blood glucose level, the customer delivered a bolus using the quick bolus feature.